Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for check line and bags alarm was not confirmed due to unavailable sample. The root cause was determined to be the supply bag disconnecting without falling. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported a check lines and bags alarm that occurred on the homechoice (hc) unit during dwell 4 of 4. The final bag became disconnected. The technical service representative (tsr) assisted to end therapy. The home patient (hp) will call the nurse regarding the missed therapy and being connected when the bag became disconnected. There was no patient injury or medical intervention indicated at the time of the initial report.